Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife did not cut. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of a knife did not cut therefore, the condition of the product could not be verified. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is a photographed copy of the custom pak list. A review of the device history record related to the reported possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the possible lots for the reported issue. A sample was not returned and the device history record review of the possible lot numbers provided indicate that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).